Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Further threshold evaluation was going to be conducted by the health care professional (hcp). This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).